Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2005.

Event description:
It was reported that a device interrogation found the right ventricular (rv) lead had undersensed a ventricular complex in a stored episode. Follow up with the physician's office indicated that no reprogramming has been done. The lead remains in use. No patient complications have been reported as a result of this event.